Event description:
It was reported to philips that a non-compliant monitor setup prevented proper display of critical parameters on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised the customer to restore the system to a compliant configuration. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).